Manufacturer narrative:
The customer stated that they did not wash their hands prior to testing. As per the contour blood glucose monitoring system user guide, "wash hands and dry them thoroughly before handling to keep the meter and test strips free of oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that within 10 minutes, he obtained blood glucose readings of 333 mg/dl and 134 mg/dl on two separate contour meters. There was no allegation of an adverse event. The customer declined to return the device for evaluation. Replacement products were offered to the customer, however, the customer declined.